Event description:
On (B)(6) 2012, nursing home resident was on a community outing. When he was unloading the vehicle via the lift on the bus, he drove his scooter off of the end of the lift, hitting the ground below. The fall was from a distance of approximately 3 feet. Upon review of the vehicle is was identify the outer barrier of the lift was not completely engaging, therefore the barrier was not able to stop the resident prevent this event.